Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint this issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the homechoice (hc) during drain 4 of 4. Per the home patient (hp)/caregiver (cg) the hp disconnected and they needed help clearing the alarm. Per the hp/cg they turned off the hc. The technical service representative (tsr) helped the hp/cg turn on the hc and now the hc had system error 2367. The tsr helped turn the hc off and on and the hc was now back to press go to start. The patient was not connected either at the time of the alarm or observed air. The patient line did not become separated from the transfer set a dummy tummy was not being used. The patient did disconnect prior to the alarm or observed air. Proper disconnect procedures were used. The patient did not reconnect. All bags were properly connected. There were open clamps on unused supply lines. There was nothing unusual noted about the supplies. The hp would complete therapy with manual supplies. The sample was not available for evaluation. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.